Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, left breast deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast reconstruction procedure with mentor gel breast prostheses developed baker grade IV capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. Additionally, the patient developed a deformity manifest in the lower pole, above the inframammary fold of the left breast. Ultrasound results indicated a small fluid collection in the right breast. The patient also had developed an infection on the left side that required latissimus dorsi flap reconstruction. Lastly, there was bilateral migration of the breast prostheses. As a result, the patient underwent unilateral explantation and replacement of the right breast prosthesis. The patient underwent a surgical intervention on the left breast to treat the left breast issues. The breast prosthesis was removed from the breast and re-implanted. Mentor breast prostheses are single-use devices and re-implantation is contraindicated. This medwatch report is for the patient¿s right breast prosthesis.